Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the sternal saw was not "engaging". No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.